Event description:
Report received from (B)(6) stating that the device "will not run and will not rotate". The device was not being used during surgery. It is unknown if there was patient, user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by (B)(4). The reported condition was not confirmed; however, the device was observed with a worn hose, connector damage, and a "rattle noise". The device was therefore repaired and passed acceptance criteria. Should additional information be received, a supplemental report will be submitted. (B)(4).